Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. There is no evidence that suggests that it was replaced. No additional adverse patient effects were reported.